Manufacturer narrative:
(B)(4). Evaluation, results: (100% cto lesion with severe calcification and moderate tortuosity) (stent damage, failure to deliver the stent). Evaluation, conclusions: (100% cto lesion with severe calcification and moderate tortuosity). Evaluation summary: the device was returned to the manufacturing facility for evaluation. The stent was positioned on the balloon between marker bands as per specifications. The 5th proximal stent segment was raised and deformed. Please note that this device ((B)(4), (B)(4)) is distributed outside the united states; however, it is similar to the united states distributed product - (B)(4).

Event description:
The physician intended to implant a 2.75 mm diameter x 14 mm length endeavor resolute rapid exchange drug-eluting stent to treat a 100% cto lesion in the proximal to mid lad. The target lesion exhibited severe calcification and moderate tortuosity. The stent could not be successfully delivered to the target lesion and was removed from the pt. On removal, the stent was noted to be damaged. No clinical sequelae were reported.